Manufacturer narrative:
Vyaire medical file identification: (B)(4). The device was returned to the manufacturer for evaluation. Inspection revealed massive leak missing screws around the 50psi port. Technician replaced the screws on the oxygen blender. The unit was connected to a good oxygen line and there were no audible leak.

Event description:
The customer reported that the revel ventilator has massive leak missing screw around the 50 (psi) pound per square inch port. As of this time, there is no information about patient involvement associated with this reported event.